Manufacturer narrative:
If implanted, give date: unknown, if the lens was implanted. If explanted, give date: unknown, if the lens was implanted and therefore unknown if explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) broke during implantation into the eye. No further information was provided.

Manufacturer narrative:
Additional info / corrected data: additional information was received and it was learnt that the event occurred on (B)(6) 2017. The haptic of the intraocular lens (iol) broke during implantation into the eye. The lens was cut, removed and another lens was implanted during the same surgical procedure. No incision enlargement and no vitrectomy was performed. The patient outcome was reported as excellent. With this additional information this complaint has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number 2648035-2018-00261. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.